Manufacturer narrative:
(B)(4).

Event description:
It was reported the device leaked a black substance onto the patient's bone during a procedure at the healthcare facility. It was reported the procedure was completed successfully with backup equipment and there was no clinically significant surgical delay. The area was irrigated and the patient was administered antibiotics.

Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported the device leaked a black substance onto the patient's bone during a procedure at the healthcare facility. It was reported the procedure was completed successfully with backup equipment and there was no clinically significant surgical delay. The area was irrigated and the patient was administered antibiotics.